Event description:
Pt had bilateral augmentation mammoplasty with silicone implantation done in 1972. On 7/15/1998 pt underwent bilateral removal of silicone implants, bilateral capsulectomies, and bilateral insertion of saline implants. At time of surgery both implants were found to be ruptured. Pt. Also found to have severe calcified capsular contractures.